Manufacturer narrative:
No conclusion can be made. Based on the information provided at this time, no conclusion can be made as to the degree to which the bard implant may have caused or contributed to the patient's reported clinical course. As reported in the years following implant of the bard mesh the patient underwent multiple abdominal surgeries including hernia repair with mesh. As such, it is unknown how these additional surgeries may have caused or contributed to the patient¿s reported clinical course. Regarding infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Discarded.

Event description:
It was reported that on (B)(6) 2009 the patient underwent repair of an abdominal hernia with implant of the bard/davol composix kugel hernia patch. As reported, the patient underwent multiple unknown abdominal surgeries following the implant of the composix kugel hernia patch. In 2011 the patient underwent a hernia repair with an unspecified mesh placement. On (B)(6) 2018 the patient presented to the ER with complaints of worsening abdominal pain. At this time the md is reported to have advised the patient to "watch and wait" to further identify what was causing the pain. On (B)(6) 2018 the patient returned to the hospital with worsening complaints of pain and was taken to surgery. An exploratory laparoscopy was performed with lysis of adhesions, and a bowel resection. The composix kugel is reported to have eroded into the bowel (jejunum) and this was resected. As reported, there were adhesions to the bowel as well as bowel adhered to bowel with a purulent pocket of pus surrounding the patch . The composix kugel was removed and an unspecified biologic mesh was placed. Postoperatively the patient has remained in the hospital to undergo "serial washouts" of the infected abdominal wound.